Manufacturer narrative:
The product has been requested to be returned but has not been received to date. Note: this report is based solely on the initial info provided by the reporter. (B)(4).

Event description:
The customer reported that the large access panel has teeth that do not connect when the panel is closed during use with a pt. There was no pt incident or injury reported.